Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert and an alarm was noted. The insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for spi to motor pic communication error. Blood glucose at the time of incident was 155 mg/dl. Customer reported that alarm did not occur during the rewind/prime sequence. Assist customer in performing a self-test. Customer unable to perform self-test, customer is getting spi to motor pic communication error when the pump re-initialized. Self-test was failed. Customer got an off no power alarm on the insulin pump. The insulin pump will be returned for analysis.